Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported patient underwent a total comprehensive reverse shoulder arthroplasty on an unknown date with competitor product. Subsequently, the patient was revised on an unknown date due to unsatisfactory positioning and loosening of the components. Patient was revised with a biomet glenosphere and baseplate. Subsequently, the patient was further revised on (B)(6) 2015 due to loosening of components and failure of bone graft. All products were removed and competitor products were implanted.